Event description:
The autopulse system was deployed on a patient with a large chest. The system operated for 4 to 5 compression cycles when the chest compression assembly (cca) opened up. Manual CPR was initiated and the patient was transported.